Manufacturer narrative:
Device evaluation of charger has been completed. The reported problem (dl code 202) was confirmed. As received, the charger had biohazard contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger. Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to a defective rear response button, causing it to be non-functional. The rear response button switch dome was concave, causing intermittent contact. There was also contamination found throughout the monitor. The root cause of the concave dome cannot be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a battery charger was displaying a dl code 202. A us distributor reported that a monitor's response buttons were non-functional.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to a defective rear response button, causing it to be non-functional. The rear response button switch dome was concave, causing intermittent contact. There was also contamination found throughout the monitor. The root cause of the concave dome cannot be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.